Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive results with the ID now covid-19 assay performed on various dates on a direct tested nasal swabs. It is unknown if repeat testing was performed. Confirmation testing with rt-pcr generated negative results; CT values not provided. Despite multiple attempts, the customer could not provide specific information regarding the event including patient information or patient outcome.